Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed; the plug could not be released. After it was removed from the patient, it needed a lot of force to depress the button. Hemostasis was achieved through manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure; a hepatic artery embolism using a retrograde approach. The deployment button could not be depressed inside the patient, but it was depressed outside the patient with significant force. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped, and the indicator window changed to solid black. No red color was shown during retraction, and excess force was needed to fully depress the button. An unknown 5f sheath was used. The device was returned for evaluation.